Manufacturer narrative:
Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these issues: all the syringes are inspected individually after filling and no problem was detected. There were no non conformities with the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip).

Event description:
Healthcare professional reported that during patient injection with one syringe of juvéderm voluma® xc the needle disengaged from syringe. No injury to patient or injector. A ¿27g 1 ¼ inch made by xl¿ needle was used instead of the packaged needle.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling addresses the reported event(s) as follows: "precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Health care professional instructions 1. Juvéderm voluma® xc injectable gel is a crosslinked, robust, injectable gel formulation, injected using a 27g ½" or 25g 1" needle to volumize and contour the cheek for correction of mid-face volume deficit. 5. After ensuring that the patient has thoroughly washed the treatment area with soap and water, the area should be prepped with alcohol or other antiseptic. Prior to injecting, depress the plunger rod until the product flows out of the needle. 6. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle. 7. After insertion of the needle, and just before injection, the plunger rod should be withdrawn slightly to aspirate and verify the needle is not intravascular. How supplied: juvéderm voluma® xc injectable gel is supplied in individual treatment syringes with needles as indicated on the carton. Juvéderm voluma® xc can be injected with either a 27g ½" or a 25g 1" needle. The volume in each syringe is as stated on the syringe label and on the carton. The contents of the syringe are sterile and non-pyrogenic. Do not resterilize. Do not use if package is open or damaged."

Event description:
Healthcare professional reported that during patient injection with one syringe of juvéderm voluma® xc the needle disengaged from syringe. No injury to patient or injector. A ¿27g 1 ¼ inch made by xl¿ needle was used instead of the packaged needle.